Manufacturer narrative:
Device not available for return, as devices were discarded. Investigation is ongoing. H3 other text : device explanted.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 resilia ultra valve in the aortic position, the valve became stuck in the 14f esheath+ due to calcified femoral vessels. The esheath+ was upsized to a 16f esheath+ and the valve was inserted without difficulty. The physician was not able to close vessel with perclose. Another 16f esheath+ was used to tamponade the vessel and the patient had a surgical closure. The patient was reported as stable post procedure. Per additional information, there was a small tear in the vessel, and the perclose could not close the vessel. The fcs indicated there was no allegation the event was related to a device malfunction. However, it is unknown if the tear was due to the sheath or the perclose, "it just kept bleeding". Also the valve and delivery system were "barely in the sheath", so they were able to remove the devices from the 14fr esheath, and use the same ds and valve with the 16fs esheath. A 3mensio is not available. All devices were discarded.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, esheath resistance with delivery system and valve was unable to be confirmed. The available information suggests patient factors - calcification likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.